Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was damaged. It was further described that the cassette was ¿so bent, it appears cracked¿. This was identified during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1991 (previously submitted as ni). Correction made to a3a: sex: male (previously submitted as ni). Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph noted a bend in the patient line tubing which is considered to be an indentation and not a kinked tubing. The reported condition was not verified. The sample was considered to be a conforming product based on the image provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.